Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lower portion of the screen does not display fully (missing digits). The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of specification (missing pixels). Analysis also found one bail cover and the lead flex cover are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.